Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump powered on with a dim, discolored display screen. Unrelated to the display issue, evaluation revealed that the time and date reset to default settings. The pump was opened and it was found that the internal clock battery had failed. (B)(6).